Event description:
It was reported the asymptomatic patient presented in clinic for a follow up. Upon interrogation, it was observed the atrial lead was oversensing noise leading to inappropriate automatic mode switch. The lead will continue to be monitored. There were no patient consequences.

Event description:
New information received indicated the patient presented for an in-clinic follow up on (B)(6) 2024. Upon interrogation, it was observed the atrial lead noise was still present with episodes of oversensing. It was decided to continue to monitor as the patient was asymptomatic. The patient was stable.

Event description:
New information received indicated the patient presented for an in-clinic follow up on (B)(6) 2025. Upon interrogation, it was observed the atrial lead noise was still present with episodes of oversensing. It was decided to continue to monitor as the patient was asymptomatic. The patient was stable.